Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The reported failure of "endoscope did not connect to processor" was confirmed. The e226 error was not confirmed in addition, the following reportable malfunctions were identified during the device evaluation: error b30 due to corrosion of the plug unit, no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope experienced an error b30 due to corrosion of the plug unit. No image was displayed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope did not connect to the processor and experienced an error code e226. The issue occurred during setup/inspection for use. There were no reports of patient harm.